Event description:
It has been reported to philips that fluoroscopy was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The customer was performing coronary diagnostic procedure, and the procedure was completed as planned with a delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro was off. The review of system log file identified issues with fd controller. Upon troubleshooting, fse checked fdc and detector power supply. The philips engineer reseated the fuse of flat detector controller power supply. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.